Event description:
The pt received 2 trial scs leads with the same lot number. It was reported the pt experienced numbness in both legs post-op. Per the anesthesiologist, local anesthesia might have been injected into the epidural space. The patient regained sensation in both legs the same day. Additionally, the pt¿s scs system was programmed successfully.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.